Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was a multiport tabletop lamp failure. Timing of the event and patient impact are unknown. Additional information has been requested but not received.

Manufacturer narrative:
The system was examined and the reported event was replicated. The lamp was subsequently replaced. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming lamp. The manufacturer internal reference number is: (B)(4).